Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the subject device malfunctioned during preparation for an unspecified procedure. Reportedly, the device was intermittently presenting a purple screen. There was no report of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d8, h2, h3, h4, h6 and h10 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable breakage and cable leaks. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is likely that the image changed to purple due to a charge-coupled device failure. Additionally, it was likely that the water had flooded through the cable break. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device malfunctioned during preparation for an unspecified procedure. Reportedly, the device was intermittently presenting a purple screen. There was no report of patient harm.